Event description:
Customer called and stated, the pad will go through the 20 minute cycle, but will not shut off. Have to manually shut off and restart.

Manufacturer narrative:
Our investigation revealed that this unit is equipped with a pause timer power switch that is no longer used by bce. Model 155 underwent a design change to add features which replaced the pause timer switch with a "high, medium, low" power level selection switch. The new switch is less likely to fail in this manner due to a more simplistic and robust circuit board.